Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2022-15776. Related manufacturer reference number: 2017865-2022-15778. Related manufacturer reference number: 2017865-2022-15780. It was reported a patient presented with a pocket infection. Their system, including the implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, atrial lead, and left ventricular (lv) lead, was explanted in a procedure on (B)(6) 2022. Post-procedure the patient was recovering.